Event description:
The customer reported that she was recently hospitalized with blood glucose levels greater than 1200 mg/dl. The customer stated that the hospital staff tried to change the infusion set six different times, but all six of the sets had cracks/splits on the tubing, causing insulin to leak. The customer stated that the insulin pump did not give her any alarms, and she was in a diabetic coma last night. The customer also reported low battery life. The customer was unable to troubleshoot at the time of the call, and stated she would call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.